Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was not working. There were no symptoms or further complications reported or anticipated. Additional information was received from a consumer. It was clarified that it was the patient¿s bladder that was not working and they were wetting themselves more than they ever had. It was noted they could go through 4-6 pads a day. The event had not been resolved. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said "for a couple of weeks now, all I'm doing is peeing myself, even if I go to the bathroom and pee it all out but then I will pee all over myself again and I'm tired of changing pads." Prior to the call, the patient increased stimulation form 3.5v on program 4 to 3.7v. They had access to their patient programmer (pp) at the time of the call, synched to their ins which showed stimulation was on; they were at 0.0v on program 3. When asked to clarify this, the patient kept saying they don't know how they got to this program. Stimulation was then increased to 3.9v where they report feeling stimulation comfortably. As a result of what was reported, the patient was encouraged to try this setting to see if it helps with their symptoms; a loss of therapy was reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient: the patient reported that the settings she made during last call only helped a little for a day or two. Patient said she hasn't made any adjustments since then. Patient services reviewed programming considerations and patient decided that she wanted to switch to program 2. It was reviewed how to switch programs and patient successfully switched programs. The patient also verified that stimulation is on. When asked, patient said that she trial phase did help. It was suggested that patient track her results and make adjustments as needed based on symptom and if needed they can try another program. It was also suggested the patient call their hcp for a reprogramming session if she doesn't notice improvement after working with all four programs. No further patient complications have been reported as a result of this event.